Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was noticed a tear in the anterior aspect measuring 0.1 cm approximately. Microscopic examination was performed and no evidence of instrument damage was observed. Also it was noticed a crease running from the anterior aspect to the posterior aspect. No other anomalies were discovered. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/1/2019, additional information received indicated that the patient scheduled for removal and replacement on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/24/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre)) review could be performed. Concomitant products: right-unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unknown saline breast implants which the left side deflated after implantation. The issue was confirmed by visual examination confirmed by the doctor. Even though we have not received information regarding explantation or an expected explantation date, replacement with mentor saline indicated.